Event description:
Rxsight became aware of a bilaterally implanted patient who had their light adjustable lens+ (lal+) explanted from the left eye due to blurriness in the center of their vision and visual disturbances. A non-lal was implanted as a replacement. The patient continued to experience these symptoms after the iol exchange.

Manufacturer narrative:
Manufacturer reference #: (B)(4).